Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient noted inability to increase her stimulator intensity to perception threshold. Patient mentioned that she fell at the gym ¿about two weeks ago¿.  Impedance test showed high impedances on electrodes 0,3,4,5,6. Reprogrammed stimulator around bad impedances and was able to turn stimulation up to perception. There are no plans for a lead revision unless the patient is not satisfied with therapy in the future.  Hcp had no further information.